Manufacturer narrative:
Concomitant medical products: dtma1q1 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture and the patient was fit with a life shock vest. The patient had defibrillation therapies disabled three days later. The lead was explanted and replaced. No patient complications have been reported as a result of this event.